Event description:
It was reported that aesthetic sho called to review patient post epidural catheter removal as blue tip not visualized. Patient exam findings within normal limits, site of insertion clean and dry, epidural catheter stretched to 1515mm, no blue tip visualized.